Manufacturer narrative:
An investigation was successfully completed. The results of the investigation have identified no manufacturing issues, no design issues and/or corrective actions necessary at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
Physician reported a distractor screw became loose from patient's bone due to poor bone quality. Physician specifically noted device did not fail or have any issues. Device was removed and replaced.